Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to progressive pain, increasing cobalt level, and MRI scan and CT scan showing fluid production.